Event description:
On (B)(6) 2023, rayner received notification from its german affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a scratch was observed on the lens immediately following implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a scratch was observed on the lens immediately following implantation. The healthcare facility reports that surgery was more complex and prolonged; however, was successful. The lens was left implanted. There was no harm to the patient as a result of this event. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, and cracked optic surface post injection due to dehydration of lens. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event.